Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that she headed out of town and her pump malfunctioned. The customer stated that she was getting ready to bolus and when she tried to input the carb amount, the numbers kept cycling without her pressing any buttons. The customer was unable to clear the alarm due to unresponsive keypad. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
No button error alarms noted during testing. However, the pump had intermittent act button response due to moisture damage on the keypad traces. No unexpected numbers ramping/scrolling during testing noted. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.